Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: interaction panel blackout for 2-3 sec (hmi reset).

Manufacturer narrative:
In this case the ventilation continued, and the connection loss only concerned the interaction panel (ip). This type of failure "panel connection lost" has been reduced by various hardware and software improvements. The biggest effect on the failure rate was achieved by software update 1.2.1. Therefore, this failure is considered a software failure. The failure has not yet been fully fixed. Reoccurrence is still possible. Before this software fix was available the only action which could be done in the field was by replacing hardwareparts, which solved the failure in the short term. The root cause / the replaced hardware components may differe between each cases. However, they can all be linked to the same issue. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant which should have led to further questions regarding any harm to the patient or user. The allegation was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this as it will be deemed a reportable event. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: interaction panel blackout for 2-3 sec (hmi reset).

Manufacturer narrative:
In this case the ventilation continued, and the connection loss only concerned the interaction panel (ip). This type of failure "panel connection lost" has been reduced by various hardware and software improvements. The biggest effect on the failure rate was achieved. By software update 1.2.1. Therefore, this failure is considered a software failure. The failure has not yet been fully fixed. Reoccurrence is still possible. Before this software fix was available the only action which could be done in the field was by replacing hardwareparts, which solved the failure in the short term. The root cause / the replaced hardware components may differe between each cases. However, they can all be linked to the same issue. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant which should have led to further questions regarding any harm to the patient or user. The allegation was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this as it will be deemed a reportable event.

Event description:
The following was reported to hamilton medical ag: summary: interaction panel blackout for 2-3 sec (hmi reset).